Event description:
It was reported that approx. 120 months after the implantation the lead was explanted due to intermittent lack of sensing.

Manufacturer narrative:
One fragment each of the leads complained about was returned and underwent extensive analysis. The linox sd was cut through 24 cm proximal of the tip electrode, and only the distal, severely stretched fragment was available for analysis. At this, multiple signs of abrasion could be seen. Especially 10.5 cm to 9 cm proximal of the tip electrode, the insulation was damaged due to fraying. This damage is most likely the cause of the oversensing with shock deliveries. The observed damage manifestation leads to the assumption of friction at the partner lead. The analysis of the 45 cm long distal fragment of the selox sr also showed insulation damage between 11 cm and 10 cm proximal of the tip electrode, which is probably the cause of the atrial sensing problems. Based on the presented damage manifestation, an interaction with the linox sd is probable. In addition, massive tissue residues and extraction damages were detected at both leads, which indicates a strong in-growth in the implanted state. The manufacturing process of both leads was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.